Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported (B)(6) 2014, a patient of unknown age and gender presented for an angiographic procedure. During the procedure, it was noticed the soft tip of the angiographic catheter had fractured off inside of the patient. The fractured piece was successfully retrieved. The defective device was set aside, and a new of the same was used to complete the procedure. There was no report of permanent harm or injury to the patient due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.